Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 9th november 2009 and performed to specification up to the 29th december 2013. On 5th january 2014 the device failed a weekly auto self-test due to a low battery. At this point the pad-pak would have been installed for almost 50 months. On the 6th february 2014 a new pad-pak was installed. The device performed to specification up to 17th august 2014. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between (B)(6) 2015 and the final history log entry on (B)(6) 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.